Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -12.0/2.5/97 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. The exchange lens was implanted vertically and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).